Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (ess205) (batch no. C40054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), constipation ("chronic constipation problem"), gastric disorder ("gastric problems"), fatigue ("fatigue"), stress ("stress") and insomnia ("insomnia"). It was unknown whether any action was taken with essure (ess205). The reporter considered constipation, fatigue, gastric disorder, insomnia, menorrhagia and stress to be related to essure (ess205). Amendment: the report was amended for the following reason: due to internal review initial reporter was corrected to "consumer" (previously: 'other'). Also essure drug code was amended to essure (ess205) because essure was inserted earlier than 2007. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 29-sep-2020. This spontaneous case describes the occurrence of menorrhagia ('haemorrhagic periods') in a female patient who had essure (batch no. C40054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), constipation ("chronic constipation problem"), gastric disorder ("gastric problems"), fatigue ("fatigue"), stress ("stress") and insomnia ("insomnia"). It was unknown whether any action was taken with essure. The reporter considered constipation, fatigue, gastric disorder, insomnia, menorrhagia and stress to be related to essure. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4) on 29-sep-2020. The most recent information was received on 06-oct-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('haemorrhagic periods') in an adult female patient who had essure (ess205) (batch no. C40054) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced menorrhagia (seriousness criterion medically significant), constipation ("chronic constipation problem"), gastric disorder ("gastric problems"), fatigue ("fatigue"), stress ("stress") and insomnia ("insomnia"). It was unknown whether any action was taken with essure (ess205). The reporter considered constipation, fatigue, gastric disorder, insomnia, menorrhagia and stress to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-oct-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.